Manufacturer narrative:
Other: hydraulic sub-assembly.

Event description:
It was reported by service report that there are drops of oil coming from the motor. No patient involvement or adverse consequences are reported.